Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the dual lumen PICC was inserted on (B)(6) 2022, discontinued today when the incident was reported. Upon flushing, there was a ¿large leakage coming from the red lumen at the lower end of the tail¿ between the junction of the catheter and hub." Additional information received verbatim "the leak is at the about 1 cm above the junction. Was there any strain applied to this part of the catheter, by pressure of the dressing for instance? None reported ".

Event description:
It was reported "the dual lumen PICC was inserted on (B)(6) 2022, discontinued today when the incident was reported. Upon flushing, there was a ¿large leakage coming from the red lumen at the lower end of the tail¿ between the junction of the catheter and hub." Additional information received verbatim "the leak is at the about 1 cm above the junction. Was there any strain applied to this part of the catheter, by pressure of the dressing for instance? None reported." Medwatch rcvd: PICC line developed leak.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the red-luered extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.